Event description:
Type 1 diabetic daughter has a medtronic 670 g insulin pump she changed her pump site 2 days ago. This morning she woke up and her insulin pump was not even attached to the insulin pump inset which is connected to her pump cord, it had disconnected from the inset which it's not supposed to do. My day woke up with a blood sugar over 500 and 1.9 ketones in her blood and large ketones in her urine I had to page her doctor. We had to do a shot of 10 units and keep rechecking blood sugars and ketones for 6 more hours and we also had to put on a new insulin pump site because this one had disconnected and malfunctioned. Frequency: every 2-3 days. Route: applied to a surface, usually the skin. Dates of use: 2 days. Diagnosis or reason for use: type 1 diabetes.